Manufacturer narrative:
THE DEVICE HAS NOT BEEN EXPLANTED. IF IT SHOULD BE EXPLANTED, IT SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
THE USER'S HEARING PERFORMANCE WITH THE DEVICE IS AFFECTED.

Event description:
Hearing performance with the device is affected and in situ testing showed changes in impedance. The user has been reimplanted.

Manufacturer narrative:
Conclusion: Damage to the reference electrode, likely caused by an external impact on the implant, was determined to be the root cause of the device failure. In addition, overload fractures can be observed on the active electrode, which are attributable to mechanical stresses. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.